Event description:
Reported by company representative as: "the port was replaced due to a leak". Follow-up with the surgeon is progress.

Manufacturer narrative:
Taper unknown. The reporter of the complaint was asked to return the product for analysis, as well as to indicate the product serial number, implant date, and explant date. The information has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint, because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Further information from the reporter regarding the serial number, the implant date, and the explant date has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."